Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the implantable pulse generator (ipg) exhibited elective replacement indicator (eri) there was difficulty in interrogating the device, the device exhibited power on reset (por), high lead impedance and was unable to capture. The implantable pulse generator (ipg) was explanted and replaced . No patient complications have been reported as a result of this event.